Event description:
It was reported that pump malfunction occurred with malfunction code displayed and no notable events happened beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction, was advised that pump could continue to be used, and was instructed to call back if malfunction happened again, which customer acknowledged and understood.